Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive was selected for use. After inserting the device into the body, a lot of air bubbles entered the sheath. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is not expected to return for analysis as it was discarded.